Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the tubing fell from the quick release. The infusion set broke into two pieces from the same box. The patient is seeking replacement. No further information available